Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg highest was 504 mg/dl); cause was not known. Insulin injections were administered to address bg. No patient injury occurred; customer did not test for ketones. Tandem technical support performed a pump system check with the customer and no pump/supply issues were identified. Customer reported to have used humalog for more than the labeled 48 hours; however, elevated bg did occur at times on the first day after a supply change. Recommendation was made to discuss elevated bg issue with their healthcare provider.